Event description:
It was reported that during a surgical procedure conducted at the user facility that the device may have contributed to additional wiggle in the fixation of other devices, which could cause inaccurate values during navigation. No impact to the patient or clinically significant delays were associated with the event.

Manufacturer narrative:
The reported event that there is too much play/wiggle room was not confirmed by the complaint specialist.

Event description:
It was reported that during a surgical procedure conducted at the user facility that the device may have contributed to additional wiggle in the fixation of other devices, which could cause inaccurate values during navigation. No impact to the patient or clinically significant delays were associated with the event.